Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, periodontal disease, preceding/simultaneous bone augmentation. The implant failed less than one month after placement. Probably due to poor hygiene.